Manufacturer narrative:
The service case has been cancelled by the customer and service has not been provided.as such, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that fluro and cine is not functioning. The clinical use of the system was in use. There was no harm reported to philips.